Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) indicating that the cause of the shocking and pain was both the presence of the device and the stimulation as they patient had pain with the device off, and the pain increased and expanded when the device was on. The rep reported the actions and interventions that were taken were impedance and program changes. The patient was reported to be in discussion with the office to schedule a removal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device implanted 2 weeks ago, and now they had constant needle-like pain in their hip and thigh. The patient reported they called their healthcare provider¿s office and were told to turn the device off. The patient reported that they turned the device off the day before the report and the pain continued. The patient inquired how long it would last, and if they should keep the device implanted or have it removed. The patient also noted that it did not happen during the trial period. On (B)(6) 2018, additional information received from a consumer (con). It was reported that the patient had constant hip and thigh pain on the implant side. Additional information was received on (B)(6) 2018. Patient reported that they experienced pain at the ins site on the right buttock and that the pain sometimes expands down the leg. Patient also reported that the implant was not effective as the test which was 100%. Impedance test - within normal parameters. Reprogramming of implant electrodes. It was also stated that patient turned the device off for one week and when they turned it back on, the pain came back and requested that the entire device be removed as soon as possible. Patient also reported a shocking sensation down right their lower right buttock and down their leg.